Event description:
The customer reported that the ltv has a loose oxygen fitting. There was no patient involved in the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of inverstigation: vyaire medical was unable to confirm and reproduce the issue. The unit was visually inspected on uut (unit under test) assembly and there were visible defects and damage on front and back covers. Blender mounting screws were found not been torqued to specifications on blender assembly. Procedures and equipment were used in the evaluation. The oxygen blender fitting line was correctly attached and was securely seated at o2 block to the turbine manifold. Oxygen leakage was performed and it passed specifications. The unit passed all bench testing.